Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with no notable events occurring beforehand and customer had experienced at least three occurrences of same malfunction on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support confirmed warranty status, arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement, which customer understood and acknowledged.